Manufacturer narrative:
Field event of sensing anomaly was not confirmed. As received device was at elective replacement indicator (eri) level and no anomalies were noted. Pacing and sensing functions of the device were tested and found to be normal. Further analysis performed, including electrical and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have normal battery depletion based on usage.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited far r oversensing. The pacemaker was explanted and replaced. The patient was stable.